Manufacturer narrative:
Device not returned. Manufacturer narrative: the device was not returned to edwards for analysis. Followup attempts for device return were unsuccessful. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Information was received that a bioprosthetic aortic valve, implanted approximately one (1) year and four (4) months, was explanted due to unknown reasons. Attempts to obtain additional information were made, without success.